Event description:
It was reported when using the bd pyxis medstation es system unexpectedly stopped working, preventing user from removing the required medication. The customer stated that there was a patient care delay and there were no adverse effects as they were another alternative station to provide medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station unexpectedly responding due to refrigerator. A technical support specialist confirmed that the issue was resolved once after the refrigerator was restarted by the customer. The system functioned as intended after the customer resolved the issue.